Event description:
It was reported that an unspecified malfunction alarm occurred. Customer reportedly performed a pump reset to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.